Event description:
Additional information was received indicating that there was no patient involvement. The issue occurred during in-house testing.

Manufacturer narrative:
H3: one cadd solis vip pump was received with the lcd lens screen scratched. The event history log was reviewed and there was no evidence of the reported issue. Functional tests were performed and the reported issue was able to be repeated and duplicated multiple times. The air detector sensor was defective and inoperable. The air detector will be replaced to resolve the issue.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "constant air in line alarm". No adverse effects reported.